Manufacturer narrative:
Ous MDR - the lead was not returned for analysis. The analysis is therefore based on the existing production documents and the analysis of the program printouts and x-ray images. The production process of the lead was reviewed. The production documents showed no anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. The available printouts confirm the complaint. Nothing unusual can be seen on the x-ray images. Based on the submitted data, no statement regarding the state of the lead could be made. There is no indication of a manufacturing error.

Event description:
Ous MDR - after an implantation time of about 39 months, an increase in impedance and pacing threshold was reported. The lead was not returned. A revision was carried out. The lead could not be explanted. It was reported that the patient had syncope, fell and was injured in the process.